Manufacturer narrative:
D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. The pump did not have any physical damage. A review of the event history log showed evidence of the reported product problem (will not detect the syringe/syringe plunger not in place). A flow test was performed. The customer reported product problem was confirmed during the test. The product problem occurred because the pump was not recognizing the flippers. In addition, the q1 chip on the plunger board had broken off. The plunger pcb was glued down but it had broken and become loose from the left plunger case. The problem source of the reported product problem was unknown. A root cause was not established. The plunger and pcb were replaced. The pump was then cleaned, greased and calibrated. The pump subsequently passed all the functional tests.

Event description:
It was reported that the pump would not detect the syringes. The pump indicated that the syringe plunger was not in place.

Manufacturer narrative:
Other, other text: additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).

Manufacturer narrative:
Additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.